Event description:
Per the physician, there is no indication that vns is causing seizures. It was noted that the patient seizures are bad because she has lennox gastaut syndrome due to pachygyria. Seizures were variable with no clear relationship to vns settings. No other causes contributed to increase. Parent's concerns regarding vns were likely being raised as the parent wanting to be heard. No additional relevant information has been received to date.

Event description:
It was reported by the patient's mother that the patient had an increase in seizures over the past two months as the patient's generator depletes. Per the mother, the physician informed the patient's mother that the patient may experience increased seizures as the battery depletes. The patient had a generator replacement occur. The generator was reported to have ben discarded. No additional relevant information has been received to date.